Manufacturer narrative:
H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during angioplasty of a lesion within a fistula, using an advance 35 lp low profile balloon catheter, blood return was noted in another manufacturer's inflation device prior to inflation of the balloon. The balloon catheter, which was advanced through another manufacturer¿s 7-french sheath, was reportedly difficult to advance. The anatomy was not calcified, and the catheter was not advanced through a stent. The balloon, which was not inflated, was removed from the patient. Another balloon was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: h6 (annexes a and g). Summary of event: as reported, during angioplasty of a lesion within a fistula, using an advance 35 lp low profile balloon catheter, blood return was noted in another manufacturer¿s inflation device prior to inflation of the balloon. The balloon catheter, which was advanced through another manufacturer¿s 7-french sheath, was reportedly difficult to advance. The anatomy was not calcified, and the catheter was not advanced through a stent. The balloon, which was not inflated, was removed from the patient. Another balloon was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The complaint device was returned to cook for investigation. The catheter shaft was broken, appearing to have been cut into two pieces held together with a thin strip of tubing. Although this damage was not noted by the customer, this could have occurred as the user noted blood in the inflation device. The device was placed in an ultrasound bath for 10 minutes and remained occluded. A review of the device history record (DHR) and complaint history found no discrepancies or additional relevant complaints on the final lot or component lots. The device instructions for use (IFU) states, "if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that component failure, unrelated to manufacturing or design deficiencies, contributed to this incident. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.